Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that resistance was experienced during the fill process and that multiple cartridges did not fit onto the pump. The customer loaded cartridges to resolve the issues. Customer¿s blood glucose level ranged from 203-210 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.